Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention ; the trial started on (B)(6) 2024. It was reported that the patient experienced stim in wrong location (leg, back, foot, outside of bike seat, etc.) That was due to program/stimulation adjustment the patient also reported pain near their back, that they could not sleep, and that they felt bloated. Patient mentioned she was having trouble with her legs. Patient advised they were in the hospital.

Event description:
Additional information was received from the patient. They reported that patient said trial lasted 3 weeks and during the trial had to be hospitalized due to their retention symptoms. Patient said that during trial their setting was between 4.6-4.8. **MDR decision corrected to not reportable. No additional information received indicates reportable event**

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefor this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.